Event description:
Customer reported a levophed drip was shut off by the user and then the tubing was removed from the pump w/o closing the roller clamp. The safety clamp reported failed and was delivering levophed wide open. The pt's systolic blood pressure was high (in the 200's) as a result of the rapid infusion. The levophed tubing was removed from the pt and the blood pressure returned to normal. The levophed was wide open for approx 5 mins. The pt required laboratory testing and increased monitoring.

Manufacturer narrative:
(B)(4) . Several requests were made for add'l event info and product return, however, no add'l info was provided.